Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced abscess, adhesions of omentum and small bowel to failed mesh, mesh pulled away from abdominal wall, small bowel fistula densely adherent to the mesh and abscess, infection, and open wound. Post-operative patient treatment included revision surgery and placement of wound vac/continued wound care.